Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier malfunctioned. More details are forthcoming. There were no patient consequences. Unknown how case was completed.

Manufacturer narrative:
(B)(6) = handle. Additional information was requested and the following was obtained: how did device malfunction? Surgeon says one clip formed and the next was jammed. Did device not feed clips? One clip. Did device not fire clips? One clip. Did device fire malformed clips? Don¿t know. Please provide mores details regarding specific issue experienced by user. How was case completed? Opened another one. Was there any patient consequence?no. The er420 device was returned with the handles fractured. Upon visual inspection a clip was noted to be within the jaws. The clip was removed in order to measure jaws width and they were found to be in good condition. The instrument was tested for functionality; upon testing the device was cycled and it fed and formed fourteen clips with gap. During the analysis, difficulties to actuate the trigger were noted due to the found condition of the handles. No conclusion could be reached as to what may have caused the damages found. The batch record was reviewed and no anomalies were noted during the manufacturing process.